Event description:
It was reported during implant that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing (pptwos). Programming changes were made. There were no patient consequences.